Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer stated that the battery cap was damaged and a part of the battery cap was chipped off in the groove of threading. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarms were noted. The pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a reservoir tube lip, a cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.